Event description:
Event description guidant received information that this ventricular implantable lead exhibited intermittent high, out of range pacing impedance measurements. All other lead measurements are good and no noise has been noted. An invasive procedure was performed and this lead was found to not be fully inserted into the header of the device. It was fully inserted and subsequent lead measurements were good.